Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had foreign matter on the stopper and the stopper was chipped. No serious injury or medical intervention was reported. Verbatim: "the stopper was dirty. Fm on the stopper. The stopper was chipped. [Correction] the stopper was dirty. The stopper was chipped. Fm on the tube."

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for issues with the tube and stopper (i.e., smear, damage) with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for issues with the tube and stopper (i.e., smear, damage) with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing incident. Bd is reviewing specific areas in the manufacturing process where the cause of this issue may have originated. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had foreign matter on the stopper and the stopper was chipped. No serious injury or medical intervention was reported. Verbatim: "the stopper was dirty. Fm on the stopper. The stopper was chipped. [Correction¿the stopper was dirty. The stopper was chipped. Fm on the tube."